Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to securely latch with a test monitor) has been confirmed. As received, the electrode belt's trunk cable connector and locking nut were broken off of the trunk cable connector and locking nut could not be positively identified but was likely a result of physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to securely latch with a test monitor.